Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) was separated with a seal at stake and could not be used. In the process of loading the delivery device, the product was separated with a seal, held in the device. It was completed with a new device. Finished after using other products without major problems to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213 & 67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period mar-2020 to feb-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (4105/10/13 & 22) the device was returned to the factory for evaluation on 02/25/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter. The delivery device was observed inside the loading device with the white plunger not depressed. The seal was observed in the loading device window. There were no visual defects observed. The an investigation was conducted on 03/02/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the seal visible in loading device window. The delivery device was removed from the loading device with no physical or visual difficulties with the seal and tension spring assembly remaining inside the loading device. The white plunger on the delivery device was not depressed and the blue safety lock was still on which prevents the white plunger from being depressed. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. No cracks or delamination was observed on the seal. Measurements of the delivery device were taken; ; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.221 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
N/a